Event description:
The complaint states that signal loss of over one hour occurred for g7 wearable with serial number (B)(6). Data was provided for investigation. The problem was confirmed for g7 wearable with serial number (B)(6). The probable cause was the transmitter and app were unable to restore the connection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).